Manufacturer narrative:
Event date: event date is estimated.

Event description:
Related manufacture report number: 1627487-2022-04921. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.